Manufacturer narrative:
Product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3389s-40, lot # va02brf, implanted: (B)(6) 2012-, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension, product ID 3389s-40, lot # va03ykj, implanted: (B)(6) 2013, product type lead; product ID 3389s-40, lot# va01pn5, implanted: (B)(6) 2012, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).

Event description:
It was originally reported the patient was ¿unhappy¿ with their stimulation after having been reprogrammed two days prior to initial report. It was stated the patient was ¿very angry¿ and that the patient was ¿probably going to sue¿ the manufacturer. The patient¿s physician reported he believed the patient was implanted 3 weeks prior to report. It was stated the patient ¿was doing ok, kind of, and he came out of surgery doing terrible.¿ regarding the patient¿s programming it was noted it was ¿the second or third or fourth go around.¿ additional information stated ¿the patient could no longer walk or write and could do both before having the deep brain stimulation (dbs) system implanted.¿ it was also stated the patient was ¿having problems with freezing.¿ it was reported the patient was ¿worse off after having dbs than before the device was implanted.¿ it was noted ¿there was no known cause and the issue had not resolved¿ and ¿no interventions had taken place.¿ a supplemental report will be filed if additional information becomes available. Please see MFR. Report # 3004209178-2013-09054 for information on the patient's other device.